Manufacturer narrative:
Event came to the knowledge of siemens healthineers on 07-11-2022 through FDA medwatch program email. Customer did not contact siemens or the manufacturer - healgen. Further investigation will be based on lot number provided, as manufacturer cannot contact customer. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported false negative result for themselves and another family member for covid on clinitest for lot 220138eua. They received positive results on non-siemens/healgen rapid test. There was no reported injury due to this event.

Manufacturer narrative:
The manufacturer has completed the investigation. Based on the lot number provided by the customer, no irregularities were found after reviewing the relevant manufacturing documents. Manufacturer also conducted tests on samples retained from the lot. The samples met the qc standard. Based on above investigation, manufacturer was unable to replicate the customer's compliant. The cause of this event is unknown.